Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip surgery. During the surgery an apical plug was used on an implant size it is not recommended for.